Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a small screw missing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found a dislodged component. The screw of camera instrument adapter was found dislodged. Additionally, the endoscope was visually inspected and found cracked at the distal window located at distal tip. The endoscope was placed on a diagnostic tester for a light leakage test or equivalent to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact on the right eye. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the no image test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to manufacturing, such as an improper assembly.

Event description:
Refer to h11 for follow-up information.